Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 450 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that that the insulin pump had software error detected error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. The device will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 1474 file number 26). Problem isolated to the electronic assembly as per global logic analysis (esf# 3729424). The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.